Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 15-jan-2015. The most recent information was received on 16-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure: right side of the uterus, pain, perforation (uterus)"), device breakage ("a piece of the device couldn¿t be removed"), pelvic pain ("pains in my pelvic area /pelvic pain"), immunodeficiency ("immune system is ridiculously weak"), genital injury ("possible damage on both tubes"), rheumatoid arthritis ("rheumatoid arthritis") and device expulsion ("migration of essure: right side of the uterus") in a 36-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity and uterine bleeding. Previously administered products included for an unreported indication: zoloft and depo¿provera. Concurrent conditions included obesity, post-traumatic stress disorder since 2004, multigravida, parity 4, foot injury, back injury since (B)(6)2011 and foot injury. Concomitant products included anaesthetics (anesthesia), diclofenac since 2013 to (B)(6)2018, fentanyl, hydrocodone since 2015 to (B)(6)2018, ibuprofen since (B)(6)2006, methotrexate since 2015 to (B)(6)2018, norethisterone (norethindrone), prednisone since 2015, pregabalin since 2013 to (B)(6)2018 and topiramate (topamax) from (B)(6)2006 to (B)(6)2018. In 2006, the patient was found to have weight increased ("severe weight gain/ weight gain"). On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines constantly/migraines"), menorrhagia ("menstrual cycle went from four days to 12 days/ abnormal bleeding(menorrhagia)"), dyspareunia ("intercourse is painful / dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and anxiety ("anxiety"), 3 months 25 days after insertion of essure (ess205). In (B)(6)2007, the patient experienced headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced calcium deficiency ("calcium deficiency / dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion disability), genital injury (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), eating disorder ("problems eating certain foods"), mood swings ("mood swings"), drug hypersensitivity ("drug allergies"), ovarian cyst ("cysts on my ovaries"), back pain ("lower back pain"), metrorrhagia ("bleeding between cycles"), abdominal distension ("severe bloating"), nausea ("nausea"), abdominal pain lower ("cramps"), coital bleeding ("bleeding every time with intercourse"), vaginal disorder ("vaginosis"), device expulsion (seriousness criteria medically significant and intervention required), complication of device removal ("a piece of the device couldn't be removed") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and underwent laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the uterine perforation, device breakage, immunodeficiency, genital injury, rheumatoid arthritis, menstrual disorder, eating disorder, menorrhagia, dyspareunia, depression, mood swings, drug hypersensitivity, ovarian cyst, back pain, abdominal distension, weight increased, nausea, abdominal pain lower, vaginal haemorrhage, calcium deficiency, dysmenorrhoea, fatigue, headache, device expulsion, anxiety, vaginal discharge, hormone level abnormal and complication of device removal outcome was unknown, the pelvic pain, migraine, vaginal disorder and infection had resolved and the metrorrhagia and coital bleeding had not resolved. The reporter provided no causality assessment for genital injury with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, calcium deficiency, coital bleeding, complication of device removal, depression, device breakage, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, eating disorder, fatigue, headache, hormone level abnormal, immunodeficiency, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rheumatoid arthritis, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent a hysteroscopy, dilation and curettage, and an operative laparoscopy with bilateral salpingectomy and cornual resectio with a removal of essure device due to complication. She was advised of complications from essure removal procedure, a piece of the device could not be removed. As per pfs, onset date was (B)(6)2006 (prior to essure start date) for event pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. On (B)(6)2009 patient had transabdominal/transvaginal pelvic ultrasound resulted in no evidence for torsion. Non-specific fluid within the endometrium measuring 6 x 4.8 x 5.5. Bilateral essure devices. Current weight 180 lbs (as of (B)(6)2018). Approximate weight at the time of essure placement 190 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-nov-2018: pfs received. Medical history, concomitant drug was added. Added event infection. Updated outcome of event (infection). Updated onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5039336) on 15-jan-2015. The most recent information was received on 19-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure: right side of the uterus, pain, perforation (uterus)"), device breakage ("a piece of the device couldn¿t be removed"), pelvic pain ("pains in my pelvic area /pelvic pain"), immunodeficiency ("immune system is ridiculously weak"), genital injury ("possible damage on both tubes") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity and uterine bleeding. Previously administered products included for an unreported indication: depo¿provera. Concurrent conditions included obesity, post-traumatic stress disorder since 2004, gravida ii and parity 4. Concomitant products included anaesthetics (anesthesia) and norethisterone (norethindrone). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced calcium deficiency ("calcium deficiency / dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion disability), genital injury (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), eating disorder ("problems eating certain foods"), migraine ("migraines constantly/migraines"), menorrhagia ("menstrual cycle went from four days to 12 days/ abnormal bleeding(menorrhagia)"), dyspareunia ("intercourse is painful / dyspareunia (painful sexual intercourse)"), depression ("depression"), mood swings ("mood swings"), drug hypersensitivity ("drug allergies"), ovarian cyst ("cysts on my ovaries"), back pain ("lower back pain"), metrorrhagia ("bleeding between cycles"), abdominal distension ("severe bloating"), the first episode of weight increased ("severe weight gain"), nausea ("nausea"), abdominal pain lower ("cramps"), coital bleeding ("bleeding every time with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal disorder ("vaginosis"), headache ("headaches"), device expulsion ("migration of essure: right side of the uterus"), anxiety ("anxiety"), the second episode of weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (underwent laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, immunodeficiency, genital injury, rheumatoid arthritis, menstrual disorder, eating disorder, migraine, menorrhagia, dyspareunia, depression, mood swings, drug hypersensitivity, ovarian cyst, back pain, abdominal distension, nausea, abdominal pain lower, vaginal haemorrhage, calcium deficiency, dysmenorrhoea, fatigue, vaginal disorder, headache, device expulsion, anxiety, the last episode of weight increased and vaginal discharge outcome was unknown and the pelvic pain, metrorrhagia and coital bleeding had not resolved. The reporter provided no causality assessment for genital injury with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, calcium deficiency, coital bleeding, depression, device breakage, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, eating disorder, fatigue, headache, immunodeficiency, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rheumatoid arthritis, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). The reporter commented: current weight: 180 lbs plaintiff underwent a hysteroscopy, dilation and curettage, and an operative laparoscopy with bilateral salphingectomy and cornual resectio with a removal of essure device due to complication.the patient tolerated the procedure well with no complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded . On (B)(6) 2009 patient had transabdominal/transvaginal pelvic ultrasound resulted in no evidence for torsion. Non-specific fluid within the endometrium measuring 6 x 4.8 x 5.5. Bilateral essure devices. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs+mr received, reproetr added, lot number received, lab data added, historical drug added, events added as:- uterine perforation,device breakage, vaginal haemorrhage, calcium deficiency, dysmenorrhoea, fatigue, vaginal disorder, migranine, headache, device expulsion, anxiety, weight increased. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5039336) on 15-jan-2015. The most recent information was received on 14-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure: right side of the uterus, pain, perforation (uterus)"), device breakage ("a piece of the device couldn¿t be removed"), pelvic pain ("pains in my pelvic area /pelvic pain"), immunodeficiency ("immune system is ridiculously weak"), genital injury ("possible damage on both tubes"), rheumatoid arthritis ("rheumatoid arthritis") and device expulsion ("migration of essure: right side of the uterus") in a 36-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity and uterine bleeding. Previously administered products included for an unreported indication: depo¿provera. Concurrent conditions included obesity, post-traumatic stress disorder since 2004, multigravida, parity 4 and foot injury. Concomitant products included anaesthetics (anesthesia) and norethisterone (norethindrone). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual cycle went from four days to 12 days/ abnormal bleeding(menorrhagia)"), weight increased ("severe weight gain/ weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced calcium deficiency ("calcium deficiency / dental problems"). On (B)(6) 2016, 10 years 3 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion disability), genital injury (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), eating disorder ("problems eating certain foods"), migraine ("migraines constantly/migraines"), dyspareunia ("intercourse is painful / dyspareunia (painful sexual intercourse)"), depression ("depression"), mood swings ("mood swings"), drug hypersensitivity ("drug allergies"), ovarian cyst ("cysts on my ovaries"), back pain ("lower back pain"), metrorrhagia ("bleeding between cycles"), abdominal distension ("severe bloating"), nausea ("nausea"), abdominal pain lower ("cramps"), coital bleeding ("bleeding every time with intercourse"), fatigue ("fatigue"), vaginal disorder ("vaginosis"), headache ("headaches"), device expulsion (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), hormone level abnormal ("hormonal changes") and complication of device removal ("a piece of the device couldn't be removed"). The patient was treated with surgery (underwent laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, immunodeficiency, genital injury, rheumatoid arthritis, menstrual disorder, eating disorder, menorrhagia, dyspareunia, depression, mood swings, drug hypersensitivity, ovarian cyst, back pain, abdominal distension, weight increased, nausea, abdominal pain lower, vaginal haemorrhage, calcium deficiency, dysmenorrhoea, fatigue, headache, device expulsion, anxiety, vaginal discharge, hormone level abnormal and complication of device removal outcome was unknown, the pelvic pain, migraine and vaginal disorder had resolved and the metrorrhagia and coital bleeding had not resolved. The reporter provided no causality assessment for genital injury with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, calcium deficiency, coital bleeding, complication of device removal, depression, device breakage, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, eating disorder, fatigue, headache, hormone level abnormal, immunodeficiency, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rheumatoid arthritis, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent a hysteroscopy, dilation and curettage, and an operative laparoscopy with bilateral salphingectomy and cornual resectio with a removal of essure device due to complication. She was advised of complications from essure removal procedure, a piece of the device could not be removed. As per pfs, onset date was feb-2006 (prior to essure start date) for event pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on 10-jan-2007: total bilateral occlusion on (B)(6) 2009 patient had transabdominal/transvaginal pelvic ultrasound resulted in no evidence for torsion. Non-specific fluid within the endometrium measuring 6 x 4.8 x 5.5. Bilateral essure devices. Current weight 180 lbs (as of 14-may-2018). Approximate weight at the time of essure placement 190 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet received. Patient¿s relevant history and lab data updated. Event weight gain was clubbed with previously reported event. Events hormone level abnormal, complication of device removal were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Was initially received via regulatory authority (food and drug administration, reference number: mw5039336) on 15-jan-2015. The most recent information was received on 03-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure: right side of the uterus, pain, perforation (uterus)"), device breakage ("a piece of the device couldn¿t be removed"), pelvic pain ("pains in my pelvic area /pelvic pain"), immunodeficiency ("immune system is ridiculously weak"), genital injury ("possible damage on both tubes"), rheumatoid arthritis ("rheumatoid arthritis") and device expulsion ("migration of essure: right side of the uterus") in a 36-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity and uterine bleeding. Previously administered products included for an unreported indication: depo¿provera. Concurrent conditions included obesity, post-traumatic stress disorder since 2004, multigravida, parity 4 and foot injury. Concomitant products included anaesthetics (anesthesia) and norethisterone (norethindrone). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual cycle went from four days to 12 days/ abnormal bleeding(menorrhagia)"), weight increased ("severe weight gain/ weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced calcium deficiency ("calcium deficiency / dental problems"). On (B)(6) 2016, 10 years 3 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion disability), genital injury (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), eating disorder ("problems eating certain foods"), migraine ("migraines constantly/migraines"), dyspareunia ("intercourse is painful / dyspareunia (painful sexual intercourse)"), depression ("depression"), mood swings ("mood swings"), drug hypersensitivity ("drug allergies"), ovarian cyst ("cysts on my ovaries"), back pain ("lower back pain"), metrorrhagia ("bleeding between cycles"), abdominal distension ("severe bloating"), nausea ("nausea"), abdominal pain lower ("cramps"), coital bleeding ("bleeding every time with intercourse"), fatigue ("fatigue"), vaginal disorder ("vaginosis"), headache ("headaches"), device expulsion (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), hormone level abnormal ("hormonal changes") and complication of device removal ("a piece of the device couldn't be removed"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (underwent laparoscopy with bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, immunodeficiency, genital injury, rheumatoid arthritis, menstrual disorder, eating disorder, menorrhagia, dyspareunia, depression, mood swings, drug hypersensitivity, ovarian cyst, back pain, abdominal distension, weight increased, nausea, abdominal pain lower, vaginal haemorrhage, calcium deficiency, dysmenorrhoea, fatigue, headache, device expulsion, anxiety, vaginal discharge, hormone level abnormal and complication of device removal outcome was unknown, the pelvic pain, migraine and vaginal disorder had resolved and the metrorrhagia and coital bleeding had not resolved. The reporter provided no causality assessment for genital injury with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, calcium deficiency, coital bleeding, complication of device removal, depression, device breakage, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, eating disorder, fatigue, headache, hormone level abnormal, immunodeficiency, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rheumatoid arthritis, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent a hysteroscopy, dilation and curettage, and an operative laparoscopy with bilateral salpingectomy and cornual resection with a removal of essure device due to complication. She was advised of complications from essure removal procedure, a piece of the device could not be removed. As per pfs, onset date was (B)(6) 2006 (prior to essure start date) for event pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2009 patient had transabdominal/transvaginal pelvic ultrasound resulted in no evidence for torsion. Non-specific fluid within the endometrium measuring 6 x 4.8 x 5.5. Bilateral essure devices. Current weight 180 lbs (as of (B)(6) 2018). Approximate weight at the time of essure placement 190 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039336) on 15-jan-2015. The most recent information was received on 03-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of the device couldn't be removed'), uterine perforation ('migration of essure: right side of the uterus, pain, perforation (uterus)'), device expulsion ('migration of essure: right side of the uterus'), pelvic pain ('pains in my pelvic area /pelvic pain') and immunodeficiency ('immune system is ridiculously weak') in a 36-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity and uterine bleeding. Previously administered products included for an unreported indication: zoloft and depo¿provera. Concurrent conditions included back injury since (B)(6) 2011, post-traumatic stress disorder since 2004, obesity, multigravida, parity 4, foot injury and foot injury. Concomitant products included anesthetics, diclofenac since 2013 to (B)(6) 2018, fentanyl, hydrocodone since 2015 to (B)(6) 2018, ibuprofen since (B)(6) 2006, methotrexate since 2015 to (B)(6) 2018, norethisterone (norethindrone), prednisone since 2015, pregabalin since 2013 to (B)(6) 2018 and topiramate (topamax) from (B)(6) 2006 to (B)(6) 2018. In 2006, the patient was found to have weight increased ("severe weight gain/ weight gain"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines constantly/migraines"), menorrhagia ("menstrual cycle went from four days to 12 days/ abnormal bleeding(menorrhagia)"), dyspareunia ("intercourse is painful / dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and anxiety ("anxiety"), 3 months 25 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced calcium deficiency ("calcium deficiency / dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion disability), genital injury ("possible damage on both tubes"), rheumatoid arthritis ("rheumatoid arthritis"), menstrual disorder ("menstruation issues"), eating disorder ("problems eating certain foods"), mood swings ("mood swings"), drug hypersensitivity ("drug allergies"), ovarian cyst ("cysts on my ovaries"), back pain ("lower back pain"), metrorrhagia ("bleeding between cycles"), abdominal distension ("severe bloating"), nausea ("nausea"), abdominal pain lower ("cramps"), coital bleeding ("bleeding every time with intercourse"), vaginal disorder ("vaginosis"), complication of device removal ("a piece of the device couldn't be removed"), infection ("infection") and hypersensitivity ("allergic reaction") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and underwent laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, device expulsion, immunodeficiency, genital injury, rheumatoid arthritis, menstrual disorder, eating disorder, dyspareunia, depression, mood swings, drug hypersensitivity, ovarian cyst, back pain, abdominal distension, weight increased, nausea, abdominal pain lower, calcium deficiency, dysmenorrhoea, fatigue, headache, anxiety, hormone level abnormal and complication of device removal outcome was unknown, the pelvic pain, migraine, menorrhagia, vaginal haemorrhage, vaginal disorder, vaginal discharge, infection and hypersensitivity had resolved and the metrorrhagia and coital bleeding had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, calcium deficiency, coital bleeding, complication of device removal, depression, device breakage, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, eating disorder, fatigue, genital injury, headache, hormone level abnormal, hypersensitivity, immunodeficiency, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rheumatoid arthritis, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent a hysteroscopy, dilation and curettage, and an operative laparoscopy with bilateral salpingectomy and cornual resection with a removal of essure device due to complication. She was advised of complications from essure removal procedure, a piece of the device could not be removed. As per pfs, onset date was (B)(6) 2006 (prior to essure start date) for event pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea. Patient received treatment for pain, abnormal bleeding, fracture. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. On (B)(6) 2009 patient had transabdominal/transvaginal pelvic ultrasound resulted in no evidence for torsion. Non-specific fluid within the endometrium measuring 6 x 4.8 x 5.5. Bilateral essure devices. Current weight 180 lbs (as of (B)(6) 2018). Approximate weight at the time of essure placement 190 lbs. Lot number: 509814, manufacture date: 2006-07, expiration date: 2008-03. Further company follow-up with the consumer, regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains in my pelvic area"), immunodeficiency ("immune system is ridiculously weak"), genital injury ("possible damage on both tubes") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (ess205) (batch no. 509814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced immunodeficiency (seriousness criterion disability), genital injury (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), eating disorder ("problems eating certain foods"), migraine ("migraines constantly"), menorrhagia ("menstrual cycle went from four days to 12 days "), dyspareunia ("intercourse is painful"), depression ("depression"), mood swings ("mood swings"), drug hypersensitivity ("drug allergies"), ovarian cyst ("cysts on my ovaries"), back pain ("lower back pain"), metrorrhagia ("bleeding between cycles"), abdominal distension ("severe bloating"), weight increased ("severe weight gain"), nausea ("nausea"), abdominal pain lower ("cramps") and coital bleeding ("bleeding every time with intercourse"). The patient was treated with surgery (underwent laparoscopy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, metrorrhagia and coital bleeding had not resolved and the immunodeficiency, genital injury, rheumatoid arthritis, menstrual disorder, eating disorder, migraine, menorrhagia, dyspareunia, depression, mood swings, drug hypersensitivity, ovarian cyst, back pain, abdominal distension, weight increased, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, coital bleeding, depression, drug hypersensitivity, dyspareunia, eating disorder, immunodeficiency, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rheumatoid arthritis and weight increased to be related to essure (ess205). The reporter provided no causality assessment for genital injury with essure (ess205). The reporter commented: plaintiff underwent a hysteroscopy, dilation and curettage, and an operative laparoscopy with bilateral salpingectomy and cornual resection with a removal of essure device due to complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Quality-safety evaluation of ptc: final assessment: lot number: 509814; production date: jul-2006; expiration date: mar-2008. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2017: case updated to potential legal and event pelvic pain updated to incident category and menstruation issues added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039336) on 15-jan-2015. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of the device couldn¿t be removed'), uterine perforation ('migration of essure: right side of the uterus, pain, perforation (uterus)'), device expulsion ('migration of essure: right side of the uterus'), pelvic pain ('pains in my pelvic area /pelvic pain') and immunodeficiency ('immune system is ridiculously weak') in a 36-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity and uterine bleeding. Previously administered products included for an unreported indication: zoloft and depo¿provera. Concurrent conditions included back injury since (B)(6) 2011, post-traumatic stress disorder since 2004, obesity, multigravida, parity 4, foot injury and foot injury. Concomitant products included anesthetics, diclofenac since 2013 to june 2018, fentanyl, hydrocodone since 2015 to june 2018, ibuprofen since (B)(6) 2006, methotrexate since 2015 to (B)(6) 2018, norethisterone (norethindrone), prednisone since 2015, pregabalin since 2013 to (B)(6) 2018 and topiramate (topamax) from (B)(6) 2006 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient was found to have weight increased ("severe weight gain/ weight gain"). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines constantly/migraines"), menorrhagia ("menstrual cycle went from four days to 12 days/ abnormal bleeding(menorrhagia)"), dyspareunia ("intercourse is painful / dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and anxiety ("anxiety"), 3 months 25 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced calcium deficiency ("calcium deficiency / dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion disability), genital injury ("possible damage on both tubes"), rheumatoid arthritis ("rheumatoid arthritis"), menstrual disorder ("menstruation issues"), eating disorder ("problems eating certain foods"), mood swings ("mood swings"), drug hypersensitivity ("drug allergies"), ovarian cyst ("cysts on my ovaries"), back pain ("lower back pain"), metrorrhagia ("bleeding between cycles"), abdominal distension ("severe bloating"), nausea ("nausea"), abdominal pain lower ("cramps"), coital bleeding ("bleeding every time with intercourse"), vaginal disorder ("vaginosis"), complication of device removal ("a piece of the device couldn't be removed"), infection ("infection") and hypersensitivity ("allergic reaction") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and underwent laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, device expulsion, immunodeficiency, genital injury, rheumatoid arthritis, menstrual disorder, eating disorder, dyspareunia, depression, mood swings, drug hypersensitivity, ovarian cyst, back pain, abdominal distension, weight increased, nausea, abdominal pain lower, calcium deficiency, dysmenorrhoea, fatigue, headache, anxiety, hormone level abnormal and complication of device removal outcome was unknown, the pelvic pain, migraine, menorrhagia, vaginal haemorrhage, vaginal disorder, vaginal discharge, infection and hypersensitivity had resolved and the metrorrhagia and coital bleeding had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, calcium deficiency, coital bleeding, complication of device removal, depression, device breakage, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, eating disorder, fatigue, genital injury, headache, hormone level abnormal, hypersensitivity, immunodeficiency, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rheumatoid arthritis, uterine perforation, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent a hysteroscopy, dilation and curettage, and an operative laparoscopy with bilateral salphingectomy and cornual resectio with a removal of essure device due to complication. She was advised of complications from essure removal procedure, a piece of the device could not be removed. As per pfs, onset date was (B)(6) 2006 (prior to essure start date) for event pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea. Patient received treatment for pain, abnormal bleeding, fracture. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. On (B)(6) 2009 patient had transabdominal/transvaginal pelvic ultrasound resulted in no evidence for torsion. Non-specific fluid within the endometrium measuring 6 x 4.8 x 5.5. Bilateral essure devices. Current weight 180 lbs (as of (B)(6) 2018). Approximate weight at the time of essure placement 190 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: event allergic reaction added. Event outcome added. Reporter information were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.